Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). An evaluation of the actual sample was conducted. Visual inspection, leak testing, clamp function testing and clear passage testing were performed with no issues noted. The integrity of the seal surface was tested with no leaks noted. Sample was confirmed for the reported problem because the dimensional inspection of the returned transfer set sample identified that the inside diameter of the catheter adapter shroud was below nominal. Improvements were made to the mold and molding department procedures. A follow-up report will be submitted if any additional relevant information becomes available.

Event description:
It was reported that a patient's locking titanium adapter separated from the uv flash transfer set patient connector during use, and the patient acquired peritonitis. The product was used for 10 days prior to disconnection. No additional information is available at this time. This is report 1 of 2 for this event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The sample has been received for evaluation. If any additional relevant information is received, a supplemental report will be submitted. (B)(4).